Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110 serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient recently had a seizure. No further information could be obtained.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2018. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: a50419.

Event description:
It was reported that the patient recently had a seizure. No further information could be obtained. Additional information was received that the patient was having white fiber coming out of where leads are. There were no bleeding but patient was feeling pain when laying on his back.